Event description:
It was reported that the patient was transferred to the hospital with pacing failure. It was noted that the pacemaker was unable to response to the interrogation and no reaction to the magnets. The device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of premature discharge of battery, no output and no magnet response were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly

Event description:
It was reported that the patient was transferred to the hospital with pacing failure. The patient was faint and was sent to the hosptial. It was noted that the pacemaker was unable to respond to the interrogation and no reaction to the magnets. It was decided to insert a temporary. There was incontinence, and a heart massage of less than 1 minute performed to confirm the escape beat. There was no external injury, but it seemed that the hemodynamics were not good until the temporary insertion. The patient was hospitalized for 3 days, and then the device was explanted and replaced. There were no patient consequences post procedure.

Manufacturer narrative:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.